Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of any 30j shocks that resulted in only 2j of energy delivered. All the 30j shocks where shown to be withint specification. The evidence within the logs does not support the customer's report, this claim has been closed as unsubstantiated. The electrode pads used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.